Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative (rep) on (B)(6) 2015 stating that the patient's implantable neurostimulator (ins) has continued to flip. They had to manually flip the ins in order to charge, and a pocket revision had been scheduled for (B)(6) 2015. Information was received on (B)(6) 2015 which confirmed that the revision had occurred on (B)(6). The ins had been secured in the pocket via suture, and the "scar capsule" helped the surgeon to secure the ins. This action was noted to have resolved the issue. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) and healthcare provider (hcp) reported a flipped implantable neurostimulator (ins). At some point between the implant procedure and the post-operative visit on (B)(6) 2015, the ins had flipped. The hcp was able to flip the ins back without surgical intervention on (B)(6) 2015. On (B)(6) 2015, the patient reported decreased relief and the programmer status showed lying left when she was upright. Also on (B)(6) 2015, the patient was unable to achieve more than 2 black boxes when attempting to recharge. The initial flip was identified through coupling issues. After the ins was flipped back, the patient was able to achieve maximum coupling with 8 black boxes. It was noted the patient had lost a significant amount of weight prior to the implant. The excess skin may have contributed to the ins flipping per the hcp. The hcp recommended the patient wear an abdominal binder for at least a few weeks. Later, the patient reported that she had needed to flip the ins multiple times in order to charge. The patient was contacting the hcp to see if she could have the issue surgically resolved by the end of the year. It was noted the hcp stated he did not have charging issues with flipped batteries with other companies. At the time of the report the issue was not resolved. Surgical intervention did not occur and it was unknown if it was planned. Relevant medical history included spinal pain.